Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump alarmed motor error the previous night. The drive support cap is slightly protruded. The blood glucose reading is 381 mg/dl. Customer will treat with manual injections. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to confirm the motor error alarm however the device passed the displacement and motor tests. Cracks to the case, reservoir tube lip, battery tube threads, a scratched display window and a missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.